Event description:
It was reported that during a ureteroscopy procedure for stones, the fiber was not recognized by the console and it was only used 6 times of 10. The procedure was completed with another fiber. There were no patient complications. After the fiber was analyzed, it was found a fracture within the fiber connector.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber tip was degraded. Functional analysis showed that there was no light present from the subminiature a (sma) indicative of a fracture within the fiber connector. When connected to the laser console, the following message was displayed: applicator has been used 6 times. A review of the device history record confirmed that the fiber met all material, assembly and performance specifications prior to release. Based on the analysis results, it is likely that the connector may have developed a microfracture that with use or handling can become larger resulting in an insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. The alleged fiber not recognized was not confirmed, as there was a fracture within the fiber connector. According to the device instructions for use (IFU), in the event of no output energy fiber connector may be hot to touch. Ensure that the distal end is intact and that the sma connector is clean. Caution: do not use any lighttrail reusable laser fiber with damaged distal end or damaged sma connector. Additionally, the fiber presented a fracture within the connector which based on analysis results, was assigned the investigation conclusion code of cause traced to component failure.